Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by that vad coordinator that the pt went back to the operating room for sternal wound dehiscence. When the chest was reopened, it was noticed that the bend relief was not engaged and the surgeon was able to re-engage. When the pt returned to the operating room for an additional procedure, it was reported that the bend relief was again disengaged, and the surgeon was not able to engage it this time. A tie band was used to secure the bend relief and no further problems have been reported.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.